Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. It was also reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.